Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past, the customer experienced intermittent episodes of diabetic ketoacidosis that did not require medical intervention.